Manufacturer narrative:
No further follow up is planned. Evaluation summary a patient reported that their humapen memoir device failed. Investigation of the returned device (batch (B)(4), manufactured july 2010) found dim and missing segments in the pen display. The root cause was determined to be ingress by an unknown liquid that caused damage resulting in residue and corrosion in several locations in the device. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir had failed. The humapen memoir was associated with (B)(4). On (B)(6) 2012, upon the return of the pen, the humapen memoir was found to have missing segments in dose window display. The patient was the user of the pen. The user' training status were not provided. The duration of use was not provided. The pen was returned on (B)(4) 2012.

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir had failed. The humapen memoir was associated with product complaint (B)(4)/ lot 1007c01. On (B)(6) 2012, upon the return of the pen, the humapen memoir was found to have missing segments in dose window display. The patient was the user of the pen. The user's training status were not provided. The duration of use was not provided. The pen was returned on (B)(6) 2012. Update (B)(6) 2012: additional information received on (B)(6) 2012 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the medwatch and EU/ca fields; and updated the narrative.